Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support right distal pulse was no longer dopplerable. A right lower extremity fasciotomy was done. Post procedure, distal pulses were confirmed by physician. Additionally, the patient had a gastrointestinal bleed and heparin was held. The patient survived the event.

Manufacturer narrative:
The investigation for the reported limb ischemia and gi bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and gi bleed could not be determined as the device was not returned nor sufficient clinical details.